Event description:
The patient experienced withdrawal; the patient had nausea, shaking, yawning, and dry mouth. The patient was admitted to the hospital. On (B)(6) 2011, the patient also started to experience pain. The physician checked the patient. An x-ray was done to check the pump and the physician withdrew some medication from the pump to make sure she still had medication in the pump. The pump did have medication. The physician didn't think there was anything wrong with the pump. They did two urine tests and there was no morphine showing in the patient's system. There were no pump alarms. The family was looking for a physician to provide a second opinion. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).